Event description:
It was reported that the insulin pump did not resume normal operations after uploading to carelink. Blood glucose reading was 203 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was downloaded properly to carelink. Insulin pump was monitored for several days and no unexpected pump suspending anomaly noted. Several a47 alarms were found at the alarm history file. The a47 alarms were due to a corrupted history files. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).